Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters nc traveler rx instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed mildly tortuous mildly calcified concentric de novo lesion in the mid right coronary artery. Reportedly, a 3.5x12mm nc traveler balloon dilation catheter was used for post-dilatation; however, the balloon ruptured at 8 atmospheres during first inflation. The device was removed from the patient anatomy and a non-abbott balloon catheter was used to successfully complete the procedure. It was further reported that the nc traveler had been prepped (air aspiration) inside the anatomy prior to use. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.